Event description:
Report received of an over-delivery during performance verifiction testing. There was no patient involvement and no report of any adverse patient event while the device was in use with a patient.